Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states one of the front casters is stripped where it is threaded into the leg extension. Dealer said the user said the wheel comes loose and will not tighten. MDR filed.